Event description:
The pt was implanted with a left ventricular assist device. The clinician at the hospital reported that the pt was experiencing syncopal episodes. The pump speed was recently increased. The pt's hemoglobin was noted to be fine. The pt denies palpations or implantable-cardioverter defibrillator discharges. The pt's blood pressure was reported to be 100. The last echocardiogram was performed one month ago.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation as the patient remains ongoing pump support and the pump was not returned to the manufacturer for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
It was reported by the hospital personnel that the patient was treated with medication adjustments and fluid management. It was also reported that the patient is currently doing well and has no syncope events.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.